Manufacturer narrative:
Pending investigation. Concomitant medical products: 2631676 02-010-03-0220 - logic cr femoral cem, left sz 2; 2556773 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; 1806929 200-05-23 - inset patella 23mm. Recall: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2013. The patient was revised on (B)(6) 2022. The surgeon opened the knee joint, performed a synovectomy, and removed any scar tissue. The surgeon then examined the implants, noting that the patella had substantial wear. An osteotome and removal tool were used to remove the poly. The implant showed to be broken and in pieces posteriorly. It showed delamination and pitting. The poly remnants were removed and the knee was irrigated well. The metal implants were well fixed.

Manufacturer narrative:
H3: the reason for the pain and stiffness leading to the revision reported cannot be confirmed from the provided information but may have been the result of patient conditions, prosthesis wear of the patellar component over 9.5 years of implantation, or edge wear of the tibial insert secondary to bony overhang on the femoral side. A contributing factor to the revision may have been inclusion of the implanted polyethylene tibial insert in the packaging recall. However, the articular surface of the returned tibial insert appears unremarkable for prosthesis wear. B4 is updated with new information received.

Event description:
There is part of the poly missing on the side. There was inflammation within the tissues of the joint, the poly was removed and the knee joint was irrigated. There was not many pieces in the joint and the poly was not chewed or deformed posteriorly. Very little pieces of the poly were removed visually and through the irrigation process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the pain and stiffness leading to the revision reported in cannot be confirmed from the provided information but may have been the result of patient conditions, prosthesis wear of the patellar component over 9.5 years of implantation, or edge wear of the tibial insert secondary to bony overhang on the femoral side. A contributing factor to the revision may have been inclusion of the implanted polyethylene tibial insert in the packaging recall. However, the articular surface of the returned tibial insert appears unremarkable for prosthesis wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.